Manufacturer narrative:
G3 was inadvertently changed to 7/13/23 however, the date should have been 7/20/23 based on the information in the complaint record.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of poor air/water flow was not confirmed. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material could not be identified. It is unknown if the reprocessing was conducted in accordance with the instructions for use from the obtained information. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. The following additional findings were also noted: scratch on the bending section cover, chipped adhesive on the bending section cover, white-clouded area on the adhesive of the bending section cover, shaved suction cylinder, wear on switch button one and four, scratched image guide, wrinkled universal cord, and scratched connecting tube. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As a result of checking repair history in the past one year, the subject device had a repair history dated june 26, 2023. [User suggested event] insertion section bending tube insufficient angulation- adjusted [the suggested items from the sc] control section play on angulation control knob- adjusted the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of the air/water feeding function (a) inspection of the water feeding 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus poor air/water supply/intake with use of evis lucera elite gastrointestinal videoscope. The device was inspected prior to the unidentified diagnostic procedure. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.